Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01085, 0001822565-2020-01086, 0001822565 - 2020 - 01728, 0001822565 - 2020 - 01729, 0001822565 - 2020 - 01730, 0001822565 - 2020 - 01731, 0001822565 - 2020 - 01732, 0001822565 - 2020 - 01733, 0001822565 - 2020 - 01734, 0001822565 - 2020 - 01735, 0001822565 - 2020 - 01736, 0001822565 - 2020 - 01738, 0001822565 - 2020 - 01739, 0001822565 - 2020 - 01740, 0001822565 - 2020 - 01741, 0001822565 - 2020 - 01743, 0001822565 - 2020 - 01744, 0001822565 - 2020 - 01745, 0001822565 - 2020 - 01746.

Event description:
It was reported that during warehouse inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 complaint sample was returned and evaluated against the reported event. Visual evaluation confirmed the presence of blue particles inside the sealed pouch for all units. One unit contains 3 blue particles, one unit contains 4 blue particles, and 18 units contains 1 blue particle. All the blue particles have a size greater than 0.60 sq.mm as measured with tappi chart 25-2007-187-00-ce which is not acceptable. DHR was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet is considered non-conforming. The blue particle likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.